Event description:
It was reported that when the patient presented in-clinic loss of capture and a decrease in pacing lead impedance were observed. The patient experienced pain during high output pacing in the clinic. Lead had micro-dislodged and was repositioned successfully. The patient was stable and no further symptoms were reported.